Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a patient line is blocked message during fill 1 of 5 of treatment. A patient sensors too high message also occurred and a fluid leak was found on the patient line tubing during treatment. Fluid did not come in contact with cycler. After pressing ok the patient line is blocked message did not reoccur. Technical support advised to reset up with new supplies. Additional information was requested, however it was not available.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. No device history review (DHR) review was performed since the lot number is unknown and no information was found on the sap system from this customer related to liberty cycler set product been delivered. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.